Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and failure analysis investigations replicated a confirmed the customer reported complaint. Failure analysis found the primary failure of cautery cable insulation damage to be related to the customer reported complaint. The cautery cable was found to have insulation damage at the distal end. The damage was found near the grip-crimp location. Additional observation not reported by site was that the instrument bipolar yaw pulley exhibits signs of scratch marks/abrasions. Yaw pulley scratch mark measured roughly 0.031". The root cause is attributed to mishandling/misuse. This complaint is being reported based on the following conclusion: the instrument had cautery cable insulation damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that the rubber next to the cable on fenestrated bipolar forceps instrument was showing wear. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.